Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, customer will continue to use current pump for insulin therapy.